Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the programmer lost communication with the device. When communication was re-established an hvli data anomaly was seen. The device will be monitored.